Manufacturer narrative:
(B) (4).

Event description:
The pt presented to the ER with the deep brain stimulator off. It was found to be at 0 volts. It was turned back on; the pt returned 19 hours later with the same issue. He was admitted to the hospital. The device turned off and reset itself again in the hospital. It could not maintain its settings and reverted to shipping parameters. The battery was at end of service. The battery had lasted longer than the computer longevity estimate. It was replaced.